Event description:
A renegade microcatheter was being used for a therapeutic splenic artery embolization procedure. Friction was felt initially upon insertion into the aneurysm. Four coils were delivered and the catheter was removed. When the catheter was approached to the lesion again, the guidewire went through a broken part of the catheter.